Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2007 implanting an orthopedic salvage system. Subsequently, a revision was performed on (B)(6) 2010 due to unknown reasons. It was reported patient underwent a further revision procedure on (B)(6) 2014 due to the expandable clip tip fracturing and causing the component to loosen and an antirotational tab and side tab to fracture. The expandable clip was removed and replaced. Patient underwent a third revision procedure on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01742 & 2015-00189 / 00190).